Event description:
Title: long-term stability of transconjunctival midface lift surgery for postblepharoplasty lower eyelid retraction. This retrospective longitudinal study describes the clinical experience with 74 patients (14 males and 60 females) with bilateral lower eyelid retraction postblepharoplasty (148 eyes) undergoing a transconjunctival subperiosteal midface lift with the implantation of a hard palate spacer graft over the period 2002 to 2019. 3-0 prolene suture (ethicon) was used in fixing the periosteum of the lower orbital rim. 6-0 vicryl suture (ethicon) was also used in suturing the hard palate graft to the inferior side of the tarsal plate. Reported complications are corneal ulcer, palate pain, ectropion and bulging. In conclusion, the improvement was statistically significant in patients with severe baseline retraction (p = 0.04). This approach proved to be safe and functional, and cosmetic results were excellent and remained stable over time.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. H6 clinical code: e2402 ¿ ectropion, bulging. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2024-01953. Citation: https://doi.org/10.1016/j.bjps.2022.02.042.